Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. In addition, the endowrist one vessel sealer instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that a single system error code 32003 occurred during the surgical procedure. A system error code 32003 signifies that the endowrist one vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. This can be caused by a dirty endowrist one vessel sealer instrument or if the user attempts to cut very thick and/or unsealed tissue. It is unknown if the system error code was related to the reported bleeding experienced by the patient. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgeon claimed that the endowrist one vessel sealer instrument did not adequately seal small vessels and the patient experienced an estimated blood loss of about 1000 cc. As a result, the patient required 1 unit of blood. However, at this time, the root cause of the intraoperative bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted splenectomy procedure, the surgeon had an issue sealing small vessels with the endowrist one vessel sealer instrument. The surgical staff attempted to troubleshoot the reported issue by cleaning the instrument's jaws several times; however, the alleged issue persisted. Instead of trying a new endowrist one vessel sealer instrument, the surgeon made the decision to convert the da vinci surgical procedure to open surgery in order to control the bleeding. On (B)(4) 2015, an intuitive surgical, inc. (Isi) technical field specialist (tfs) performed a field evaluation at the site and was unable to reproduce the alleged customer failure mode. The tfs tested the da vinci surgical system and verified that the system was ready for use. The erbe generator and icb functioned as designed and no trouble was found. On (B)(4) 2015, isi contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: according to the robotics coordinator, the endowrist one vessel sealer instrument did not adequately seal all the small vessels. During the event, the robotics coordinator indicated that audible tones were heard indicating that sealing cycles were complete. There were no error messages from the erbe generator. The patient reportedly lost approximately 1000 cc of blood during the surgical procedure and required 1 unit of blood to compensate for the blood loss. Per the robotics coordinator, the surgical staff did not have any clips to control the intraoperative bleeding. The vessels involved with the bleeding were reportedly not calcified and were less than 7 mm in diameter. On (B)(4) 2015 and 01/04/2016, isi also contacted the isi clinical sales representative (csr). The csr indicated that the surgeon did not grasp large tissue bundles with the endowrist one vessel sealer instrument when the alleged sealing issues occurred. The csr stated that the surgeon appeared to have adequately skeletonized the small vessels that were close to the spleen and eventually bled during the surgical procedure. Per the csr, the splenectomy procedure was completed via open surgery and no post-operative complications were reported.